Event description:
Information received indicates the unit leaked blood from the in/outlet port during the case. The unit was changed-out with no effect to the patient, other than minimal blood loss reported.